Manufacturer narrative:
This MDR is being reported as an individual event type as serious injury due to the reported reherniations. Due to lack of information, there's not enough evidence to suggest that the remaining complications of conduit obstruction, stomal retraction and seroma were caused or contributed by the device or would have required medical or surgical intervention. No corresponding author contact information was provided in the article; therefore follow up cannot be performed. If further information is received through the post market surveillance review of device literature, this event will be returned for further investigation. The lots associated with these events remain unknown; therefore a review of the device history records could not be performed and the strattice devices were not returned for evaluation. Based on the limited information, a relationship to strattice was not determined. No further actions are required, a nonconformance was not confirmed. [(B)(4)].

Event description:
During a literature review, an article titled "is obstruction of ileal conduit after parastomal hernia repair with porcine derived tissue matrix strattice a valid concern?" Was identified which reported a retrospective review of 57 patients (18 men) of mean age 56 years with ileal conduits having repair of hernia with strattice mesh. The data collected included type of hernia repair and possible mesh related complications. All repairs were performed by 4 consultant surgeons utilizing conduit pull through and intra-peritoneal lateral mesh fixation to the anterior abdominal wall. Of the 57 patients included, 34 had incisional hernia repair and 23 had para-conduit stoma hernia repair. Complications reported 7 patients (30%) with conduit obstruction at level of mesh; 2 patients (9%) with stomal retraction with shortening and subsequent obstruction; 6 patients (26%) with recurrence of parastomal hernia; 1 patient (4%) with seroma.